Event description:
The initial reporter stated that the pump had under infused. They stated that the patient started their infusion and that when they checked it in the morning the bag was still full. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for evaluation, the pump was found to be out of calibration and did over infuse. The pump was serviced to correct this issue.